Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04306. It was reported that the burr became stuck on the wire. During procedure, a 1.25mm rotalink¿ plus got stuck on the rotawire. The burr and wire were removed together under fluoroscopic guidance and was able to be separated outside patient's body. The procedure was completed with another burr and wire. No patient complications were reported and patient's status is stable.